Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted blood and contrast visible in the inflation lumen and blood on the balloon and stent, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched proximal struts on the first row of the stent implant, confirming the reported stent damage. There were multiple bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. The outer member was torn and slit open proximal to the proximal seal. There was a scratch distal to the tear, and a scratch proximal to the tear. The distal shaft was smashed proximal to the proximal seal. In this case, it is possible that the shaft was damaged (scratched) during interactions with other devices, or the lesion/anatomy as there was no damage or a leak noted to the sds prior to use or during preparation for use which suggests a product deficiency did not contribute to the reported difficulties. An attempt was made to obtain clarification from the account as to when the tear in the shaft occurred; however, no additional information was available and there was no note of the tear at the account. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent damage or tears in the shaft for this lot. There is no lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacturing before release. Additionally, all stent delivery systems are visually inspected for damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure the mini vision could not cross the target lesion and the stent strut was noted to be flared. There was no reported adverse patient effect. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. The patient treatment is unknown. Though requested, no additional information was provided. Device analysis revealed a longitudinal tear in the distal shaft.